Event description:
The manufacturer received a report involving a patient using an everflo oxygen concentrator who sustained burns associated with the concurrent use of tobacco and oxygen therapy. The patient celebrated his birthday on (B)(6) 2025. According to the patient, after consuming alcohol that evening, he has limited recollection of events but recalls finding himself outside without access to a phone or house key and was ultimately assisted by a neighbor. The patient was transported to the hospital by firefighters. The patient sustained burns attributed to smoking while using supplemental oxygen. Injuries were observed on the right and left cheeks, upper lip, part of the nose, and on two fingers. The patient was hospitalized for three days for treatment. The everflo oxygen concentrator had been installed on (B)(6) 2025, and the patient was using a dosage of 3lpm at night. No further details were provided. The device has not yet been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Per everflo user manual, section: warnings, "do not smoke, allow others to smoke, or have open flames near the concentrator when it is in use. Smoking during oxygen therapy is dangerous and is likely to result in facial burns or death.

Manufacturer narrative:
The manufacturer previously received a report involving a patient using an everflo oxygen concentrator who sustained burns associated with the concurrent use of tobacco and oxygen therapy. The patient celebrated his birthday on may 18, 2025. According to the patient, after consuming alcohol that evening, he had limited recollection of events but recalled finding himself outside without access to a phone or house key and was ultimately assisted by a neighbor. The patient was transported to the hospital by firefighters. The patient sustained burns attributed to smoking while using supplemental oxygen. Injuries were observed on the right and left cheeks, upper lip, part of the nose, and on two fingers. The patient was hospitalized for three days for treatment. The everflo oxygen concentrator had been installed on february 3, 2025, and the patient was using a dosage of 3lpm at night. No further details were provided. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer has updated box h in this report.